Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4) MFR 3004753838-2019-00214 was reported in error. Please see MFR 3004753838-2018-146656 for the original reporting of this event.

Event description:
Subsequent to the initial MDR, it was determined that the report was a duplicate submission.